Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user received an urgent low alert on the ilet with a cgm reading of 58 mg/dl, confirmed by fingerstick at 75 mg/dl, and was instructed on hypoglycemia treatment per standard protocol; the user consumed fast-acting carbohydrates and the fingerstick increased to 106 mg/dl. Symptoms included hypoglycemia with low glucose readings. Outcomes included recovery to euglycemia without need for emergency care or hospitalization. Investigation included call-based troubleshooting and patient education regarding recognition and treatment of hypoglycemia, and discussion that early use of the ilet can involve glucose variability as the system adapts. Investigation of this case revealed no device malfunction and an unclear cause of hypoglycemia while the system was adapting, with contributing factors potentially related to new user acclimation. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.